Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts lifted distally from the stent profile. The undamaged proximal side was measured and is within the specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A 0.014¿ guidewire could be inserted through the device with no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 20mm synergy¿ drug-eluting stent was selected for use with no visual damaged noted. The device was advanced to treat the lesion but severe resistance was encountered in the bent of the proximal area of the lesion and the device was not able to cross despite several attempts. The device was removed from the patient and it was noted that the distal part of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 20mm synergy¿ drug-eluting stent was selected for use with no visual damaged noted. The device was advanced to treat the lesion but severe resistance was encountered in the bent of the proximal area of the lesion and the device was not able to cross despite several attempts. The device was removed from the patient and it was noted that the distal part of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported.